Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted after expected longevity. However, approximately two years later evidence is suggestive this right ventricular lead was also explanted. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.